Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that they had an MRI about 3 weeks ago and have not been feeling well ever since. Caller explained that yesterday they were in bed and was uncomfortable (pss understood this as pt was experiencing pain) so they got out of bed and was sitting. Caller stated they then increased their intensity from 5.0 to 6.0 and started feeling a little better. Caller stated they began to experience pain in their back and legs and they spoke with a rep today and was instructed to change groups. Pt stated they switch to group c and was feeling a little better. Caller stated they were sitting either today or yesterday (pt was unclear) and began feeling a "burning/jolting" sensation at the ins implant site that went up their leads along their spine. Caller stated rep instructed them to contact patient services for further assistance. Pss reviewed information and instructed caller to follow up with their hcp. Pss also sent an email to the field for visibility. Caller also mentioned they spoke with another rep about a month ago. Pss attempted to clarify the reason for the conversation and pt said that they "may have had a problem but nothing like this", and caller was uncertain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. Pt decreased intensity and switched to a different group, reported none of the above symptoms after these modifications. Pt was also reprogrammed. Issue was resolved with reprogramming, and intensities were adjusted to lower levels.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.